Event description:
It was reported via social media that the implantable pulse generator (ipg) was "acting up". The reporter claims they extracted the device themselves and left the associated leads in place. Follow-up was not possible as there were no sufficient product or patient identifiers provided to use as reference. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).